Event description:
It was reported when using the bd needle cnv 20x1.5 mltsmp ce, the user identified the needle separating from the hold hub. The following information was provided by the initial reporter. The customer stated: we are currently experiencing technical problems with the yellow needles (reference (B)(4). The rubber of the needle catches, when removing the tube the needle comes out of the patient's arm. The batch we have in stock at the moment is 1306101.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: bd received one hundred (100) samples for investigation. Ten (10) samples were randomly selected and evaluated by functional testing and the indicated failure mode of inability to detach was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to inability to detach as intended as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of inability to detach. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd needle cnv 20x1.5 mltsmp ce, the user identified the needle separating from the hold hub. The following information was provided by the initial reporter. The customer stated: we are currently experiencing technical problems with the yellow needles (reference (B)(4))the rubber of the needle catches, when removing the tube the needle comes out of the patient's arm. The batch we have in stock at the moment is 1306101.